Manufacturer narrative:
Result: motion interrupt pan was broken.

Event description:
It was reported by service report that the motion interrupt pan was broken and hanging on the head right corner. No patient involvement or adverse consequences were reported.